Event description:
It was reported that the customer had high blood glucose levels of 398 mg/dl. The customer treated with manual insulin injections. The customer reported that the battery cap of the insulin pump was stripped. The customer reported that while treating with manual insulin injection, the insulin pump powered off. The customer reported that they are unable to remove the battery cap on their insulin pump. The customer was advised to remove the battery cap with a quarter. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer reported that they attempted removal of the battery cap from the insulin pump with a large screwdriver. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.